Event description:
The patient was reportedly experiencing sound quality issues with the device and pain. Programming adjustments were made, however, this did not resolve the issue. Testing showed that the device is not functioning normally. Device revision surgery will be scheduled.